Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 along with anterior colporrhaphy due to sui, cystocele, urethral hypermobility. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and kidney stones. It was reported that patient underwent mesh revision/removal in (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2012 and cl medical I-stop sling was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008. At the time of the surgery the patient received one implant (tvt ¿secur¿) into her body (per hospital and operative reports). It was reported that the patient underwent a second gynecological procedure on (B)(6) 2012. At the time of the surgery the patient received one implant (pubovaginal sling with istop) into her body (per hospital and operative reports). It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent left ureteroscopy with basket stone extraction, cystoscopy with placement of left double-j ureteral stent on (B)(6) 2009 due to left renal stone. It was reported that patient underwent left ureteroscopy with laser lithotripsy, cystoscopy with placement of left double-j ureteral stent, and fluoroscopy with dilation of distal ureters on (B)(6) 2014 due to left lower pole renal stone and left caliceal colic. No additional information was provided.